Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had forgotten to change the profile settings on the pump and the customer's blood glucose (bg) level was 300 mg/dl. The profile setting was corrected and the bg level was addressed.